Event description:
It was reported: fracture of the distal clavicle. Variax clavicle plate superior 3 lateral holes was used. A screw was inserted on the lateral side, but locking was not possible. It is possible that it was inserted by drilling at an excessive angle.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the reported event. However, based on the device history review, some possible root causes are, but are not limited to: - the locking part of the screw thread could have been stripped during the usage of the screw, preventing the locking mechanism to function properly. This could have lead to the creation of a slope in the thread preventing the screw to fully engage in the plate, and so, it prevented the locking mechanism to work. - this is a single use device, however it cannot be excluded that the damages to the thread occurred in a previous usage of this device. Note that the IFU clearly required the users to discard the devices after a use. - note that the insertion angle of the locking screw should be a cone with 30° angle. Any excesses in the angulation might lead to the non function of the locking mechanism and even the damage of the thread of the screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
It was reported: fracture of the distal clavicle. Variax clavicle plate superior 3 lateral holes was used. A screw was inserted on the lateral side, but locking was not possible. It is possible that it was inserted by drilling at an excessive angle.